Event description:
Customer reported the image on the monitor is incomplete. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the interconnect cable. System operates as intended.